Event description:
The medtronic peak plasmablade tna type was being used to perform a tonsillectomy. During the procedure there was a spark at the tip of the blade, a small flame, and the grey insulator at the tip glowed. The tip was removed and cooled. There was no harm to the patient. It was noticed that the suction through the knife was connected, but inadvertently turned off.======================manufacturer response for electrosurgical knife, peak surgical (per site reporter).======================we are still working with the MFR to provide information.